Event description:
During a long limb rouxy gastric bypass. While using the ethicon stapler across the stomach not all the staples fired leaving a small portion open. Dr. Sutured the unstapled area with silk.